Event description:
The customer called and reported the insulin pump alarmed with a button error and would not allow customer to input a bolus. Customer's blood glucose as 145 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer also reported she had experienced high blood glucose, due to infusion set being clogged and the insulin pump alarmed with no delivery. Customer's blood glucose went up over 500 mg/dl. It was stated the alarm was resolved by a complete set change. Customer was advised to do a complete set change as soon as possible. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.